Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0401 captures the reportable event of pullwire break. Block h10: investigation results the returned zero tip basket was analyzed, and a visual evaluation and microscopic examination noted that the pull wire and sheath were detached. Additionally, it was also noted that the sheath was kinked. With all the available information, boston scientific concludes that the reported event of pull wire break was confirmed. Based on the investigation results this could be related to handling and manipulation of the device during procedure, it is probable that operational factors during their use could lead to cause the detachment of the pull wire and sheath from the handle. The analysis performed to the returned device, evidence the sheath kinked, and it may be related with some other factors such as handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its integrity. The device meets all manufacturing specifications required and passed all the controls and inspections; no abnormalities were reported during the assembly process. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a zero tip basket device was used during a transurethral lithotripsy (tul) procedure performed on (B)(6) 2024. During the procedure, the pull wire was broken even though no force was applied during insertion. It was reported that the wire was not dislodged inside the patient. The procedure was completed with another zero tip basket device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0401 captures the reportable event of pullwire break.

Event description:
It was reported to boston scientific corporation that a zero tip basket device was used during a transurethral lithotripsy (tul) procedure performed on (B)(6) 2024. During the procedure, the pull wire was broken even though no force was applied during insertion. It was reported that the wire was not dislodged inside the patient. The procedure was completed with another zero tip basket device. There were no patient complications reported as a result of this event.